Event description:
(B)(6) is selling masks that say FDA approved. We bought some and noticed the quality was garbage and made in (B)(4). We found out one of our co-workers got covid after using the mask and was under a false impression. He is ripping people off and profiting during a pandemic. No FDA number is assigned. FDA safety report ID# (B)(4).